Manufacturer narrative:
The original date of this MDR report was 12/20/2016.

Event description:
Uc stopcock's dead end cap leaked directly from recess @ top of cap x2 separate instances. Suspect crack "stem" underside of cap. First event 1270.03 (3.5 fr. Sl) and second 1270.05 (5.0 fr. Sl) filed separately. Staff didn't retain either example for inspection. The packaging of both ucs had been discarded prior to leaks identified so specific lot numbers were identified. Staff documented lot #s of inventory remaining soon after the events.